Manufacturer narrative:
(B)(4) for full stem investigation. Examination of the reported device was not possible as they were not returned. No patient x-rays were made available. Limited patient demographics were provided that indicate the patient is a (B)(6) male. Operative correspondence indicates the patient was non-compliant post surgery. Review of provided operative notes finds no product problem identified. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision operation on left side for pain.